Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient lost consciousness. The events leading up to this point were not provided. At an unspecified time during the event, the patient¿s cgm was reading 75 mg/dl and the bg meter was reading 131 mg/dl. The patient was brought to the emergency room, and at the ER, the patient¿s bg meter reading was ¿around 160 mg/dl¿. No cgm comparison value was provided at this time. The patient¿s sensor was removed. The patient was treated with insulin and an IV saline drip. He was discharged home later the same day (less than 24 hours). The patient was not feeling well at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.